Event description:
A report was received that the patient's ipg had flipped causing charging difficulties. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient's ipg had flipped causing charging difficulties. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information received indicated that the physician decided to explant the ipg. Malfunction was not suspected. The physician implanted a new ipg in a new location and the patient is reportedly doing fine.